Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary: bd received four (4) photos and five (5) returned samples for investigation. The photos were examined visually and two types of holders, one greiner blood collection tube and bd blood collection tube were observed. Also, the returned samples of 5 sets and 50 retained samples of the lot concerned were visually checked and no abnormalities that could damage components or inhibit the blood flow or molding defects on the runner sleeves were found. Additionally, a light was run through the butterfly needles and luer adaptors, and no clogging was found as the light was able to be observed through the needles and luer adaptors. Further, the returned samples of 3 sets and retained samples of 4 sets of the lot concerned were connected to our greiner holder and bd blood collection tube for functional testing, and kickback was observed. However, when the returned samples of 2 sets and retained samples of 4 sets of the lot concerned were connected to our bd holder and bd blood collection tube for functional testing, no kick back or clogging occurred. Additionally, 8 retained samples were evaluated by functional testing for flow for clogging, and no abnormalities were observed. The silicone application amount of the luer adapters were measured for the retained samples of 8 sets and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode of tube push off and unconfirmed for indicated failure mode of no flash. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was no flash and the tube pushed off from the needle. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was no flash and the tube pushed off from the needle. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.